Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "received connectors damaged by supplier." The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they were trying to initiate hypothermia and arctic sun device was alerting air leak. Water flow rate (wfr) was 0 l/m. 4 pads attached. Targeted temperature (tt) was 36c, patient temperature (pt) was 35.2c. Had stop therapy, drain and disconnect. At disconnection they noted there appeared to be cuts on one set of connectors. Those were difficult to disconnect. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Noted one set was also difficult to reconnect. Fluid delivery line (fdl) secure and in lock position. All lines straight with no bends or kinks. Restarted therapy water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0.9psi, circulation pump command (cpc) was 100 percentage. Had place device in manual control at 35c with pads, system diagnostics showed that the outlet monitor temperature (t1) was 18.3c, outlet control temperature (t2) was 18.7c, inlet temperature (t3) was 22.2c, chiller temperature (t4) was 5.9c, water flow rate (wfr) was 3.2 l/m, inlet pressure (ip) was -5psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater 100 percentage, water reservoir level (wrl) was 2. Stopped therapy and device kept alerting water reservoir level (wrl). Had disconnect over trash can and no water leaked. Ran device in manual control with no pads connected, system diagnostics showed that the outlet monitor temperature (t1) was 20c, outlet control temperature (t2) was 19.9c, inlet temperature (t3) was 20.3c, chiller temperature (t4) was 9.8c, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7.7psi, circulation pump command (cpc) was 58 percentage, mixing pump command (mpc) was 0, heater 100 percentage. Advised pads appear to be the culprit. Set aside for return and investigation and replace with a new set for patient therapy. Walked through disabling manual control and advised to call back with any additional questions or concerns.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they were trying to initiate hypothermia and arctic sun device was alerting air leak. Water flow rate (wfr) was 0 l/m. 4 pads attached. Targeted temperature (tt) was 36c, patient temperature (pt) was 35.2c. Had stop therapy, drain and disconnect. At disconnection they noted there appeared to be cuts on one set of connectors. Those were difficult to disconnect. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Noted one set was also difficult to reconnect. Fluid delivery line (fdl) secure and in lock position. All lines straight with no bends or kinks. Restarted therapy water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0.9psi, circulation pump command (cpc) was 100 percentage. Had place device in manual control at 35c with pads, system diagnostics showed that the outlet monitor temperature (t1) was 18.3c, outlet control temperature (t2) was 18.7c, inlet temperature (t3) was 22.2c, chiller temperature (t4) was 5.9c, water flow rate (wfr) was 3.2 l/m, inlet pressure (ip) was -5psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater 100 percentage, water reservoir level (wrl) was 2. Stopped therapy and device kept alerting water reservoir level (wrl). Had disconnect over trash can and no water leaked. Ran device in manual control with no pads connected, system diagnostics showed that the outlet monitor temperature (t1) was 20c, outlet control temperature (t2) was 19.9c, inlet temperature (t3) was 20.3c, chiller temperature (t4) was 9.8c, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7.7psi, circulation pump command (cpc) was 58 percentage, mixing pump command (mpc) was 0, heater 100 percentage. Advised pads appear to be the culprit. Set aside for return and investigation and replace with a new set for patient therapy. Walked through disabling manual control and advised to call back with any additional questions or concerns.